Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a bug or debris inside of sterile packaging. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). One el5ml sealed package was received for analysis. Carton was not returned. The el5ml package was visually inspected for presence of insect or other foreign matter. Foreign matter was found attached to the handle of the device. These fibers appeared to be shed from the synthetic material in the walls of the recycling bins that are in the packaging area. No insect was found in the package. The fibrous, synthetic material was ragged and had fibrous tendrils that may have appeared to be insect-like when viewed through the clear blister of the package. No insects were present in the package. Complaint event is confirmed for debris inside the package. The batch record was reviewed and no anomalies were noted during the manufacturing process.